Event description:
This lead was implanted on (B)(6) 1996 and was abandoned on (B)(6) 2016 due to infection. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).